Event description:
It was reported that the capture threshold on the right atrial (ra) lead had "significantly increased" over the past few weeks. The lead was repositioned and remains in use; the threshold has since returned to normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, implantable cardioverter defibrillator (ICD), (B)(6) 2014; 6947m, implantable tachy lead, (B)(6) 2014. (B)(4).